Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a g7 cgm, with no leaks noted in the infusion set and no device alarms indicating interrupted insulin delivery; a capillary fingerstick confirmed a blood glucose of 562 mg/dl, and the user was guided through a full set and supply change with a planned follow-up. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education without the need for medical intervention. Investigation included review of device performance based on user report and remote support. Investigation of this case revealed no device alarms, no confirmed infusion set failure, and no confirmed hardware malfunction, leaving the cause undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.